Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. E3: reporter is a synthes employee. H3, h6: part: 04.613.766s; lot: 2l64459; manufacturing site: selzach supplier: (B)(4); release to warehouse date: december 10, 2018; expiry date: december 01, 2028. Device was first manufactured unsterile under the lot 1l38765 in mezzovico and sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.613.766 with lot 1l38765 were reviewed: a manufacturing record evaluation was performed for the finished unsterile device lot number, and no non-conformances were identified. The complaint is confirmed as a sheared off chip is visible on the received picture. The manufacturing documents were reviewed and no complaint related issues were found. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2019, a thread of a self-drilling cervical spine screw began to strip when it was being inserted into an unknown plate. There was a less than 5-minutes surgical delay reported. Procedure and patient outcome are unknown. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).